Manufacturer narrative:
(B)(4). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient reported (via online forum) for unknown side "has undergone chemotherapy and a transplant after suffering from lymphoma caused by allergan's textured breast implant". Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant and chemotherapy.